Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned treatment/non-emergency treatment, which was completed as planned by restarting the system. The philips remote service engineer (rse) inspected the system remotely and found that the c-arm geometry movements were not working. Upon troubleshooting, the rse successfully completed the propeller movement position calibration, the propeller movement current calibration, the c-arm movement current calibration, and the detector shift movement current calibration. Bodyguard and force sensor calibrations were also completed without issues. Following this, the xper CT daily calibration and the 3d acquisition test were successfully performed. There was a reoccurrence. To resolve the issue, the rse performed a command to release the propeller movement brake and manually positioned the propeller at 0°. A geometry post was then performed, after which the arch returned to normal operation. The performance of the 3d rotation was monitored and found to be normal. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received, the procedure was not affected, and the customer was able to complete it by restarting the system with no delay; it is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on these investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm geometry movements were not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.